Event description:
It was reported that the pt's husband was awakened on (B)(6), 2012 by the ventilator's constant audible alarm and found the pt had passed away. After the reported event, the homecare dealer found the ventilator and external battery were unplugged in the pt's room. The ventilator would not power up on internal battery and the battery level lcd would not light up upon initial connection to the ac adapter.